Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported sinus bradycardia could not be conclusively determined.

Event description:
Following an ablation procedure, a sinus bradycardia occurred. During a re-ablation for an atrial tachycardia, the patient experienced sinus bradycardia post ablation due to sinus node dysfunction that required pacemaker insertion. The patient was monitored overnight and was discharged in stable condition. There were no performance issues with any sjm device during the procedure.